Event description:
It was reported that bd unknown saf-t-intima needle through catheter. ¿only with the observation of the intima the key pierces the guide of the catheter it would be advisable to check why it cuts the material when using the lock¿

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot and material number was made available for this reported event. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation.